Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the cause of the patient having heating, soreness, and pain in their pocket while recharging was not determined. They stated that the patient is pending surgical consultation for a possible device replacement. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep), healthcare provider, and patient implanted for non-malignant pain and rsd/causalgia-complex regional pain syndrome. The rep reported that the patient was experiencing heat, pain, and soreness in the pocket site while recharging the implantable neurostimulator (ins). It was stated that when the patient was not recharging, their pocket was sensitive to the touch. It was noted that the patient¿s pocket has been sensitive to the touch since implant, but the heating while recharging started about 6 months ago. There were no reports of falls or trauma that could be related to the issue. It was mentioned that the patient did not see the thermometer icon when they recharged. The rep stated that the patient recharges once a week for 2-3 hours, and the pain starts around the 30-45-minute mark. They noted that the patient turns stimulation off for recharging. The rep stated that palpating with the ins on and off is uncomfortable for the patient. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.